Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned probe was very worn with all color removed. As reported, the tip of the probe was visibly bent. However, with markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the tip of the passive planar blunt probe was bent. There was no patient present when this issue was identified.